Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise was observed during interrogation. The patient was in a stable condition. No further information is available at this time.